Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device was found corrosion in device, connector oxide was observed and found no visible foam particles. In addition, the device was scrapped.